Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci), a guidewire fracture occurred. The de novo 90% stenosed lesion was located in the left anterior descending (lad) artery. The degree of calcification was unknown, and the tortuosity of the vessel was unknown. The 325 cm rotawire floppy was broken 120cm to the distal tip during the rotating test. This occurred successfully with a new unspecified guidewire. No patient injuries or complications were reported. The patient's status is reported as "good".